Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc, struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, two years and six months of post deployment, the patient experienced abdominal pain, computed tomography of abdomen and pelvis without contrast was performed which showed inferior vena cava filter in place with tip below level of renal veins. Around, three years later, the patient experienced low back pain. Around, one year and five months later, the patient experienced chest pain. Around, two years and eight months later, computed tomography of abdomen and pelvis without intravenous or oral contrast was performed which showed there was a filter within the inferior vena cava. The tip was below the right renal vein. Positive for caval perforation. Superior extent of inferior vena cava filter was at inferior l2 vertebral body. Inferior extent was at mid l3 vertebral body. Five prongs have perforated the inferior vena cava. Maximum distance prong perforated was 5mm. Coronal images show seven-degrees tilt left-to-right. Sagittal images show four-degrees tilt anterior-posterior. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for the filter tilt as the medical states, ¿coronal images showed a 7-degree tilt and sagittal images showed a 4-degree tilt¿. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc, struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.